Event description:
The customer reported high bgs. Troubleshooting was performed. The lead screw test was completed and passed. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives. It was reported that the bolus history shows one bolus and the customer stated that pt bolused more than once. Later the customer called to perform the high-pressure test and passed. The customer called back and stated the infusion set was changed and bgs continue to run high. Several days later the customer called and reported that pt was hospitalized for high bgs. Advised the customer to contact their dr regarding the high bgs. A replacement pump was requested.